Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm in a patient in 2001. The patient had a 4cm abdominal aortic aneurysm with a 4cm common iliac artery aneurysm, and bilateral popliteal aneurysms. Because of the size of the common iliac artery aneurysm, the physician elected to attempt endovascular repair. It was reported that the patient's groins were prepped and draped in the usual manner. The physician simultaneously accessed both common femoral arteries using the recommended guidewires, introducers and sheaths without any reported difficulties. After angiographically confirming the presence of the renal arteries, the physician deployed the stent graft through the right groin into the aorta just below the renal arteries. At this point, the physician noted that a dissection of the aorta had occurred and the stent graft had been deployed in a dissected plane. The physician confirmed the dissection angiographically and elected to convert the patient to open repair. It was reported that a guidewire and sheath caused the dissection of the aorta. There were no reported difficulties experienced during the open repair procedure and the removal of the stent graft. The patient had good distal pulses upon completion of the procedure and was taken to the recovery room in satisfactory condition. The patient is reported to be fine and there were no additional clinical sequelae reported.